Manufacturer narrative:
No complaint was received with the return of the device; failure event observed during analysis. Final analysis found burn mark on the inner casing of the ac power adapter and burnt components on the printed circuit board, which contributed to the power up anomaly.

Event description:
This report is to advise of an event observed during analysis.